Manufacturer narrative:
Follow-up #1: date of submission 10/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2016 with the following findings: a review of the pump black box data revealed multiple recurring pump reboots occurred. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was undamaged; both the returned battery cap and test cap were found to secure properly to the pump; no power loss was observed with the returned battery cap. All battery cap contact heights and widths were within specification. The pump was exercised for 24 hours with no power interruptions. The pump was opened and no damage or moisture ingress was observed to the power circuit. The complaint of an intermittent power issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.